Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the metal electrodes. The area was described as broken out skin with bumps. The patient's doctor believes the patient is allergic to nickel and the patient's doctor recommended returning the device. During a follow-up, the patient indicated that the irritation had improved.